Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages, 204 service code) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. This failure was due to damaged wires on the ECG c and d cable. The root cause for the damaged wires could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and add gel messages.